Event description:
It was reported to nova biomedical that a consumer received a result of 231 mg/dl on their blood glucose meter. The consumer did not feel that result was accurate because, he subsequently experienced a hypoglycemic event, which did not require any medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for eval because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.